Manufacturer narrative:
Bayer service visited the customer site and performed an injector checkout of the avanta fluid management system on (B)(6) 2017. The system was found to perform to specifications. The site continues to use the avanta fluid management system after the reported event. Bayer product analysis received and examined the returned disposables that were used in the reported incident. The disposable were found to function to specifications. A bayer clinical support specialist provided additional applications training to the customer on (B)(6) 2017.

Event description:
The customer reported the following: a (B)(6) female with an admitting diagnosis of chest pain underwent a percutaneous coronary intervention (pci) while connected to the avanta fluid management system. After the first injection, two air bubbles (described as drops) were visualized within the patient's left coronary artery. The patient suffered chest pain and the electrocardiogram showed changes. The patient was immediately given a nitrolic coronary artery injection and was reported to recover with no further complications. The customer admitted to an incomplete purge of the disposables prior to injection.